Event description:
It was reported to philips there was no air output. The authorized service provider (asp) later clarified the blower was not running when the device was powered on. This event was reported to have occurred outside of clinical use, during daily inspection. There was no patient or user harm. The customer spoke with a philips remote service engineer (rse). The customer reported a device reboot did not work. The rse suggested onsite evaluation. Following the evaluation of the device, the asp replaced the blower and the mc pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Reporting institution name; address & institution phone: (B)(6). Reporter phone #: (B)(6).